Manufacturer narrative:
During an angioplasty procedure of the popliteal artery there was a hole noticed when prepping the balloon in a 3mm x 4cm 150cm length saber percutaneous transluminal angioplasty (pta) balloon catheter (bc). The balloon could be inflated but would not stay up. The user switched to another saber balloon and the procedure was successfully completed. There was no patient injury. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media was a 2cc contrast / 4cc syringe, 50:50 contrast to saline ratio. Access was via the groin.  The device was returned for analysis. One non sterile catheter saber 3mm x 4cm 150cm bc was returned. Per visual analysis the balloon had been inflated. An unknown stopcock was connected to the hub. Per functional analysis a leak was noted in the hub. Per microscopic analysis a hub crack was noted. No other damages were noted on the balloon. Per sem analysis the crack passed through the thickness of the hub. The internal surface of the hub was analyzed and no damages or evidence of tool marks were noted. Transversal view of the fractured section of the hub showed that the fractured surfaces showed evidence of brittleness. In these types of fractures the separation propagates rapidly, without an increase in applied stress; these types of surfaces were observed during the analysis in most of the separated surface of the hub. No evidence of any chemical degradation or damages in the material was noted. No other issues were noted. A device history record (DHR) review of lot 17572488 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed through analysis of the returned device. However a cracked hub was confirmed by analysis of the returned device. The exact cause of the crack could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a full thickness crack associated with brittleness noted during sem analysis which likely occurred without excessive force. According to the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the sales rep indicted that during an angioplasty procedure for the pt there was a hole noticed when prepping the balloon in a 3mm4cm 150 length saber percutaneous transluminal angioplasty (pta) catheter. The user switched to another saber balloon and the procedure was successfully completed.  There was no patient injury. The device will be returned for analysis. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  The contrast media are you used was visipaque 320 (ge) at s 2cc contrast / 4cc syringe contrast to saline ratio.  Access was via the groin.  The balloon could be inflated but would not stay up.